Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the physician that while the patient was at home, he received a red heart alarm and the pump stopped briefly. Previous vent filter analysis showed evidence of bearing wear. The patient called the doctor and was told that the device may be approaching end-of-life. Two and a half hours later, the patient called the doctor again stating that the pump had stopped working completely and hand-pumping was performed and he went to the hospital. Once at the hospital, the patient was placed on pneumatic support using stroke volume limiter (svl) and ip console. A decision was made to replace the lvad with another lvad.

Manufacturer narrative:
The patient remains on lvad support. The manufacturer is attempting to acquire device for further evaluation. No further information is available at this time.